Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection indicates the fiber was received in one piece and there were not visible defects on the fiber body. Microscope inspection identified that the tip was slightly degraded, the connector has burn marks and distorted light exiting the connector face indicating an internal fracture. Functional testing identifies aiming beam was dim. Therefore, the complaint against the fiber was confirmed. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Additionally, the interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of device damaged prior to use is defined in the risk documentation. Based on all information available, the investigation conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during unpacking there was found the end face of the fiber was damaged. This event occurred outside the patient. The procedure was completed with another of same device. There was no patient complication. After that, the fiber was returned for analysis and the investigation determined that the fiber has an internal connection fracture.